Event description:
It was reported that dislodgement was noted on the patient¿s right atrial (ra) lead. During the surgical procedure to reposition the lead, the lead dislodged twice. The physician elected to explant the ra lead and replace it with a new lead. The patient remained stable throughout the procedure.